Event description:
The patient contacted lifescan and reported that his one touch ultra meter was not powering on with test strip insertion. There is no allegation of harm or serious injury. The patient went to their doctor's office due to the issue with the meter. They were not given any treatment. During troublshooting, it was verified that this was not a new meter. The patient was using the correct test strips and the meter turned on when the power button was pressed. However, when the test strip was inserted all the way into the test strip port, the meter did not turn up. Based in the information provided, there is an indication that the product has malfunctioned. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a product malfunction since the power issue was not resolved with troubleshooting. A replacement meter, and control solution were sent to the patient.